Manufacturer narrative:
The customer reported that their tele war room central nurse's station (cns) is showing "registered bed not ready" error for all monitored transmitters. After they restarted the cns in question the device showed comm loss for the same transmitters. The customer confirmed that their remote nurse's station (rns) is seeing these patients as intended. No harm or injury was reported.

Event description:
The customer reported that their tele war room central nurse's station (cns) is showing "registered bed not ready" error for all monitored transmitters.